Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the torn cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 269 mg/dl after wearing the pod between 24 and 36 hours on the back. Upon inspection she noticed a small cut in the cannula. The site was a bit red.

Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found a kink in the exposed cannula. Although damage to the cannula was observed, it is unclear when the bend occurred. No damages that would result in high blood glucose were found.